Manufacturer narrative:
Sample inspection: an external and internal inspection of the customer¿s pump module exhibited the following: the right (male) iui date code (B)(6) was observed with corrosion and damaged isolation ribs. The left (female) iui date code (B)(6) was observed with corrosion. Some fluid ingress was observed along the inside bottom of the rear housing. The bezel assembly data code was noted (B)(6). No other obvious issues or anomalies were identified with the device during the inspection. Log analysis results: review of the pcu error logs showed no records associated to the reported incident. Based on the logs, the pcu is powered on at 4:36 am on (B)(6) 2021. The device is selected and the user programs a primary infusion, drug ID: 9, at a rate of 66ml/hr and a vtbi of 999ml. Pvi 0ml. The user programs a delay for 20 minutes at 4:36 am. At 4:41 am the device is selected and the user reprograms the infusion rate to 65ml/hr. The delay is canceled and the infusion is started at 4:41 am. The device alarms air in line at 6:37am. The user selects and pauses the device at 6:39 am. The user restarts the infusion at 6:39 am with pvi 126.57ml. Device alarms door opened at 6:39 am. Device alarms check IV set at 6:41 am. User channels off the device at 6:41 am. Pvi 126.57ml. The pcu was powered off at 6:42 am. Test results: results from a timed rate accuracy test demonstrated the device successfully passing. The pump module passed worst case functional testing of the door latch and sear the incident administration set was not returned; therefore, could not be tested. Device history review: a review of the device history record showed the device had a manufacture date of 09/14/2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for pump module (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the pump module (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. Test methods: over infusion test method 1503-001-029, (B)(4), version 01. Timed rate accuracy test method 1503-001-006, (B)(4), version 01. The root cause of the customer¿s report that the IV fluids over infused was not identified in this investigation. The customer¿s report that the IV fluids over infused was not replicated during testing. Based on the logs, the pcu is powered on at 4:36 am on (B)(6) 2021. User programs a primary infusion, drug ID: 9, at a rate of 66ml/hr and a vtbi of 999ml. Pvi 0ml. The user programs a delay for 20 minutes at 4:36 am. At 4:41 am the user reprograms the infusion rate to 65ml/hr. The user cancels the delay and starts the infusion. The device alarms air in line at 6:37am. The device is paused and then restarted at 6:39 am with pvi 126.57ml. Device alarms door opened at 6:39 am and alarms check IV set at 6:41 am. Device is channeled off at 6:41 am. Pvi 126.57ml. The pcu is powered off at 6:42 am. Rate accuracy testing found the device to be delivering fluid in specification. Inspection of the pumping mechanism found no irregularities. The pump module infusion was being used for treatment. The disposable set was not returned for this investigation therefore it could not be determined if the set was a contributing factor. Note: the mechanism assembly was disassembled during the internal inspection of the investigation and will be replaced by service. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to cad, service depot or the customer. Manufacturing tests involve an occluder spring test, an x-ray spring inspection and install of new one time use torque screws with applied tamper seal material.

Event description:
It was reported that IV fluids began at 0439 and were programmed as the primary line at 65 ml/hour with a total volume of 999 ml. At 0641, the pump alarmed air in line and the liter of fluid infused when only 126 ml should have infused. There were no signs of leakage from the bag, tubing or other connections. No patient harm was noted. Although requested, further information not provided.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that IV fluids began at 0439 and were programmed as the primary line at 65 ml/hour with a total volume of 999 ml. At 0641, the pump alarmed air in line and the liter of fluid infused when only 126 ml should have infused. There were no signs of leakage from the bag, tubing or other connections. No patient harm was noted. Although requested, further information not provided.